Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issues and high impedance measurement. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were helix mechanism issues and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.